Event description:
Reported conflicting sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they first tested negative and then later positive a week later. No additional confirmatory testing had been performed. It was also communicated that the positive result appeared to change to a negative within the 5-minute read time.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Manufacturer narrative:
H6- added code 4059 to reflect the conflicting results. Please remove code 1227.